Manufacturer narrative:
The investigation for the vascular damage has been completed. Pump was not returned for investigation. As per the clinical details provided, after removal of the pump, hemostasis was not achieved even after 55 minutes of manual pressure. Finally balloon tamponade was used and hemostasis was successful. The reason for the vascular damage is unknown. Therefore, the root cause of vascular damage - peripheral vessel is unknown since insufficient clinical information was provided.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support and after the impella explant, the perclose were only achieving partial hemostasis. The doctor elected to obtain left femoral artery access to go up and over for right femoral artery tamponade however, the sheath and balloon could not be advanced up and over. Patient's blood pressure dropped to the 68/51/56 at which time the doctor moved to left radial access to perform balloon tamponade. After twenty minutes of tamponade, hemostasis was obtained. The patient survived the event.